Event description:
It was reported that the patient experienced difficulties loading the cartridge in the pump, with multiple attempts resulting in errors before it would finally load correctly. Blood glucose levels were not adversely impacted. The customer received assistance from their trainer, (B)(6), who provided the necessary support, and the case was subsequently closed by technical support.